Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. Device did not cause or contribute to the event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Associated products : item#: 00596401651; femoral component lot#: 63486742. Item#: 00598004702 stemmed tibial component lot#: 63645133. Item#: 00597206638; all poly patella standard size 38 mm diameter 9.5 mm lot#: 63611769. Item#: 00596204010 articular surface lot#: 63724294. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it is against hospital policy. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3007963827 - 2021 - 00206, 0002648920 - 2021 - 00282, 0001822565 - 2021 - 02720, 0001822565 - 2021 - 02719.

Event description:
It was reported that the patient presented in clinic with pain in the left knee (zimmer nexgen lps flex total knee implants). Bone scan showed uptake on the tibia. Surgeon's decision was to remove all implants and re-implant with zimmer lcck revision knee system.